Manufacturer narrative:
The investigation determined that lower than expected vitros phyt (phenytoin) results were obtained from three different cap (college of american pathologists) samples tested on a vitros 5600 integrated system. The assignable cause of this event is user error due to inappropriate interpretation of an instrument wash error (we) flag generated by the vitros 5600 instrument. The customer did not follow the instructions listed in the actions to perform for the we flag and the u90-382 condition code to indicate the phyt concentration of cap sample. The vitros 5600 integrated system did not generate a phyt result when the proficiency sample was initially run undiluted due to the occurrence of a ¿we¿ flag. The fluid matrix of the proficiency sample most likely contributed to the we flag, and the vitros 5600 instrument was unable to generate a result from that sample. The vitros 5600 instrument operated as intended when the wash error flag was generated, and no phyt result was able to be generated for the sample.

Event description:
A customer obtained lower than expected vitros phyt (phenytoin) results from three different cap (college of american pathologists) samples tested on a vitros 5600 integrated system. Vitros phyt lot 2617-0168-3738, chm-04 result of 3.0 ng/ml versus expected result of 5.84 ng/ml. Vitros phyt lot 2616-0165-6221, chm-03 result of 3.0 ng/ml versus expected result of 6.09 ng/ml. Vitros phyt lot 2617-0167-9958, chm-13 result of 3.0 ng/ml versus expected result of 5.69 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros phyt results were obtained when the customer was processing proficiency samples. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).